Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) lead replacement procedure and the explanted leads will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2024 additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7116133, UDI: (B)(4).